Manufacturer narrative:
The units will not be returned for eval because they were disposed of. An assignable cause cannot be verified without evaluating the alleged complaint units. Insufficient info for a complete investigation. The DHR for lot 13413-01 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
Needle was primed and injected into pt and failed. Needle was removed, re-primed and reinjected and failed. A second kit was obtained, the needle from it was used to complete the procedure. This leaves one kit without a needle. Failed product was disposed of due to pt contact.